Event description:
An endeavor resolute rx drug-eluting stent delivery system was inserted into a pt for the treatment of a lad lesion. Vessel tortuosity was reported as moderate, less than or equal to 2 bends. Stenosis of 85% and no calcification was also reported. No pre-dilation was carried out. The device was inspected and negative purge completed prior to use in the field with no abnormalities reported. It is reported that a pinhole leak was noted following the first inflation of the balloon to 14 atm. The stent was deployed and the pt was reported to be good post procedure. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: root cause undetermined; no predilation carried out. Conclusions: no predilation carried out. Eval summary: the device was returned for eval. Negative purge confirmed the presence of a leak. A pinhole was located distal to the proximal marker band.